Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was unable to reach atrial appendage smoothly.. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was for ¿unable to implant¿. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing of the lead found no anomalies.